Manufacturer narrative:
A representative device was returned for evaluation. (B)(4) evaluated the device. A dimensional assessment revealed that the device did not meet the specifications for the part number. Therefore, the reported condition was confirmed. It was determined that the incorrect part number was used to build the device. Therefore, the assignable root cause was determined to be manufacturing/ process error. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported that during a partial knee replacement surgery, it was observed that the ¿clips were too tight¿ to fit on the attachment device and as a result the ¿black clips¿ broke. According to the report, the user opened an additional package and observed the same result. The reporter indicated that they ¿grabbed a few more from the shelf and noticed in the package that some were bigger than others.¿ as a result, there was a five minute delay to the surgical procedure. According to the report, a spare device was available but was not used. It was unknown to the reporter if the surgical procedure was completed successfully. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.